Event description:
It was reported that after 30 minutes of performing a colectomy procedure, the surgeon could not see in one eye. The scope was removed and it was determined that a lens was missing. The lens could not be located through open surgery or by x-ray. It has not been determined if the lens fell into the patient's anatomy. No post operative complication have been reported by this account.

Manufacturer narrative:
The endoscope has been returned to the manufacturer, but failure analysis has not been completed yet. A follow up MDR will be submitted upon the conclusion of this investigation.